Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(6) 2016 - health professional reported that a subclavian broviac 6.6 fr tunneled single lumen cvl was implanted on (B)(6) 2012 and was complicated by "leak status" post repair two years ago. No patient injury reported.